Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the blade into a test monitor and powered the monitor on. The blade's video was cutting in and out when the test cable was moved. There are no repairs available. The customer's blade has already been replaced and the returned blade was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, there was no picture at all. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.